Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right side deflation. Device remains implanted.

Manufacturer narrative:
Reason for reoperation: valve leak and/or damage.

Event description:
Healthcare professional reported, right side deflation. Healthcare professional, later reported, "implant malposition". "Obvious tear at the insertion of the anterior valve leaflet on the implant" and "small masses". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge assessed as unidentified (tear) and delamination on the plug strap assessed as adhesive failure. Mal position: unable to observe since it is a medical event and is not related to the device. Valve leak and/or damage: no observed. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "implant malposition," "obvious tear at the insertion of the anterior valve leaflet on the implant" and "small masses." Device has been explanted.